Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image gets lost when flexing the scope. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem, cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No new information